Event description:
The consumer reported using the product for an unspecified amount of time on her lower back. When the patch was removed, the consumer described a burn with irritation and scabbing. The consumer did not seek medical attention at the time of the incident, and it is unk how the area was treated.

Manufacturer narrative:
Package labeling indicates that consumers should consult with their doctor before use if they have diabetes. Since this is a disposable single-use device, the patch is unavailable for eval and analysis. This lot number was not provided from the reporter to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.